Manufacturer narrative:
Zimmerbiomet complaint number. The associated implant was returned for investigation along with the cover screw. The reported driver was not identified, and was not returned for inspection. Visual evaluation of the as returned implant identified minimal signs of use. Functional testing was performed for the returned product and it was determined the implant assembles, retains, and disengages with a mating driver tip. The reported product was tried on tooth # 20 and replaced immediately following the event. The customer has not provided additional pictures or x-ray images of the driver tip. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Complainant reported that while placing the implant at tooth site #20 the implant dropped, wouldn't lock in driver. The implant was returned but the driver tip was not returned for evaluation. The reported complaint, as it relates to the driver, could not be verified without product return. A definitive root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer . H6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the dental implant disengaged from the unknown implant driver during the procedure. Another dental implant was used to complete the procedure.